Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6). This report is of peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was treated with an injection (inj) of vancomycin and an inj of fortum. The patient is recovering. The event of peritonitis was reported to be unrelated to baxter products.

Manufacturer narrative:
(B)(4). Additional information: the devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This condition of peritonitis - no malfunction or use error was not confirmed, because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.